Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding was most likely patient movement since hematoma appeared at groin after transport and after the patient moved onto her side when transferred from stretcher. H6 health effect - clinical code 1884 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28033.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient developed a hematoma at their groin site during impella cp support. The heparin drip was put on hold to manage the condition. The patient continued on support until the device was successfully weaned.